Manufacturer narrative:
Concomitant medical products: product ID: unk-ICD. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and implantable pulse generator (ipg) were not working. Status of the devices are unknown. No patient complications have been reported as a result of this event.